Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The mid-shaft and the remainder of the device were checked for damage. The handle was opened when returned from the customer site. Visual examination showed all of the shafts, the outer sheath, mid-shaft, proximal inner and inner liner were all detached from the handle. The outer sheath was not returned. The mid-shaft showed 1 kink located at 96cm from the markerband. There was no other damage to the remainder of the shafts in the forms of kinks. The stent was not returned in the device so the damage could not be confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID (B)(4).

Event description:
It was reported that partial stent deployment and stent damage occurred. The 100% stenosed, 120mm in length target lesion was located in the severely tortuous superficial femoral artery (sfa) with a vessel diameter of 5mm. Following pre-dilation, a 6 x 200 x 130 innova¿ stent was advanced over a .035 guidewire via a contralateral approach and deployment initiated. The first 120mm of the stent was deployed normally. Then the thumbwheel would not work and the pull grip could not be pulled back due to great resistance. The physician took apart the handle of the delivery system to complete the deployment. This resulted in an elongated stent to nearly 250mm. The elongated stent was treated with another brand stent. Blood flow and vascular patency of the sfa were normal. There were no further patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial stent deployment and stent damage occurred. The 100% stenosed, 120 mm in length target lesion was located in the severely tortuous superficial femoral artery (sfa) with a vessel diameter of 5 mm. Following pre-dilation, a 6 x 200 x 130 innova¿ stent was advanced over a .035 guidewire via a contralateral approach and deployment initiated. The first 120 mm of the stent was deployed normally. Then the thumbwheel would not work and the pull grip could not be pulled back due to great resistance. The physician took apart the handle of the delivery system to complete the deployment. This resulted in an elongated stent to nearly 250 mm. The elongated stent was treated with another brand stent. Blood flow and vascular patency of the sfa were normal. There were no further patient complications reported and the patient was stable post procedure.